Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Additional classification codes: mnh, mni, kwo, kwp. Synthes manufacturing location was discovered upon receipt of subject device. Device malfunctioned intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was conducted. The report indicates that the: part# 04.632.750 lot# 9882155, manufacture site: (B)(4), manufacturer date: 18-aug-2015. No ncrs or scrap was generated during production. Review of the device history records ensured that inspection records and certification, confirms that the material, components and final product, as applicable, met inspection records, certification test values and acceptance criteria. This review shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: (B)(6) report number: (B)(4) reported that a poly screw 7 mm x 50 mm head broke. Surgeon was able to remove the other part screw and replace with a new screw. The screw is from matrix degen set. There is 1 device in this complaint. This report is 1 of 1 for (B)(4).